Event description:
Boston scientific received information that the right ventricular (rv) lead with this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range (oor), pacing lead impedance measurement of more than 2,000 ohms. Noise with oversensing was also noted but without pacing inhibition. This implantable cardioverter defibrillator (ICD) then delivered inappropriate shock and multiple oor impedance measurement was also noted thereafter. Subsequently, the rv lead was found fractured however noise was not reproduced. During the procedure, there was mild resistance at the suture sleeve when the physician tried to pass a stylet through the lead; impedance measurement was steady and no noise was detected. The pace sense portion of the lead was abandoned surgically and replaced while the shocking portion remains in service. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.